Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used on an unknown date.when providing the device to the medical team, it was noticed that the packaging was damaged. The seal of the packaging was compromised. The customer provided photos that showed that the seal was damaged.there were no patient complications reported as a result of this event.no further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a020503 captures the reportable event of seal compromised.